Event description:
It was reported that the health care professional (hcp) questioned whether this right atrial (ra) lead was capturing on stored pacemaker mediated tachycardia (pmt) and atrial tachy response (atr) events. Technical services (ts) reviewed noting there was no obvious atrial escape in the pmt and atr episodes however loc could not be determined just from the electrogram (egm), especially with biventricular pacing. Ts recommended to the hcp to bring this patient into the office to evaluate. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.